Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a pulmonectomia l.s surgery, the last clips were not properly closed and therefore the bronchial remained open, it had to be sewn. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n5638u. Device evaluation: the analysis results showed that the tlh30 device arrived with no apparent damage with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.